Event description:
The customer reported that prior to use on patient for transport, the iabp low battery condition was observed. The iabp was replaced to transport the patient and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
There were no non-conformances in the DHR related to the reported event. The company representative observed short battery run time from fully charged batteries (approximately 60 minutes) and also noted that the batteries wer expired. He proceeded to replace them. Pump wa tested to factory specifications and it was returned to the customer. The batteries used by the customer where not those supplied by maquet, thus the batteries received at the manufacturing facility in (B)(4) will not be evaluated. (B)(4).